Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-may-2024, it was reported that the infusion set tubing was leaking at the site, which caused the patient blood glucose elevated to 400 mg/dl. The set was in use for 1.5 days on average. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.